Manufacturer narrative:
The fields below were corrected: updated tp reflect that the patient presented with a urethral stricture (narrowing of the urethra) during the original surgery. This is considered a pre-existing condition.

Event description:
It was reported that an implantation surgery for an inflatable penile prosthesis (ipp), was aborted, after cystoscopy revealed a structure in the urethra. The cystoscopy was performed because the implanting surgeon was unable to place a foley catheter. Following the cystoscopy, the physician dilated the urethra. The patient was to be rescheduled for the same procedure after they healed from the dilation. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.additional information was received indicating that the patient presented with a urethral stricture (narrowing of the urethra) during the original surgery above. The patient did not present with a structure in the urethra as originally thought.

Event description:
It was reported that an implantation surgery for an inflatable penile prosthesis (ipp), was aborted, after cystoscopy revealed a structure in the urethra. The cystoscopy was performed because the implanting surgeon was unable to place a foley catheter. Following the cystoscopy, the physician dilated the urethra. The patient was to be rescheduled for the same procedure after they healed from the dilation. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.